Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer performed a generator test however upon completion of the test, hospital wide telemetry system operation was lost with inops provided. No patient harm was reported.